Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator lock was failed to attach. A field service engineer found that the hasp had fallen off the refrigerator, reattached the hasp to the refrigerator using new 3m adhesive, also adjusted the adapter plate to ensure proper alignment. The hardware was securely mounted to the refrigerator and tested through the application. All tests completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator experienced a failure, and the refrigerator lock was not attached. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.